Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to advance sgc, perforation, and pericardial effusion were likely due to procedural circumstances. The reported patient effects of perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and enlarged left atrium for a mitraclip procedure. It was noted that transseptal access was difficult with a non-abbott transseptal device, due to poor imaging. The device slipped posterior while gaining access. The steerable guide catheter (sgc) was advanced into the left atrium (la). Resistance was felt when advancing the dilator and sgc across the septum, and a pericardial effusion was noted on the echocardiogram. This pericardial effusion was started by a transseptal puncture with a non-abbott device and worsened by the sgc. It was decided to abort the procedure and to do surgical repair/replacement if the effusion was able to be contained and repaired. The patient had a mitral valve repair with a septal closure and was transferred to the intensive care unit (ICU) on a heart pump. There were no device malfunctions.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and enlarged left atrium for a mitraclip procedure. It was noted that transseptal access was difficult with a non-abbott transseptal device, due to poor imaging. The device slipped posterior while gaining access. The steerable guide catheter (sgc) was advanced into the left atrium (la). Resistance was felt when advancing the dilator and sgc across the septum, and a pericardial effusion was noted on the echocardiogram. This pericardial effusion was started by a transseptal puncture with a non-abbott device and worsened by the sgc. It was decided to abort the procedure and to do surgical repair/replacement if the effusion was able to be contained and repaired. The patient had a mitral valve repair with a septal closure, and was transferred to the intensive care unit (ICU) on a heart pump. There were no device malfunctions.